Event description:
The customer reported an alarm during the prime and rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded / loose drive support disk. No noise anomaly during priming was noted. No rewind anomaly noted. The insulin pump passed the rewind and displacement tests.